Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's jaws did not close completely. The procedure was completed with no reported injury.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.